Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced perforation and cardiac tamponade from the delivery system. The physician noted that the delivery system tip tended to point toward the right ventricular free wall. The delivery system was removed and revealed a kink. Drainage was started and percutaneous cardiopulmonary support (pcps) was attached to the patient. Cardiac massage was initiated. Resuscitation was performed with medication and intubation. The patient underwent thoracotomy, blood clot removal, and suture of the bleeding site. An alternative pacing system was connected and placed in the abdominal area. The patient stabilized and was discharged in good condition two weeks after the case. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. There was a mechanical issue with the shaft of the delivery system. The articulation of the delivery system was out of plane. There was a visual observation with the delivery system. Blood was observed on the shaft of the delivery system. Blood was observed on the sheath. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the sheath. There is a tube connected to the flush valve with the system. The shaft is kink/buckled at 4.9 cm from the distal end of the delivery system. There is a cut in the shaft at 4.9 cm from the distal end of the delivery system. There is blood on the shaft at 10.7 cm from the distal end of the delivery system and blood located at the distal end of the stability member. There is contrast on the flush port connector on the flush port valve after removing the tubing that was attached to the flush port valve. There is blood on the handle at the proximal end of the delivery system. There is blood on the recapture cone. There is blood on the tether pin. If information is provided in the future, a supplemental report will be issued.